Event description:
It was reported that during a follow-up, the physician noticed a decrease in sensing and an increase in capture thresholds. A sense/pace lead was added, and the defib portion of the lead remains implanted and functioning.

Manufacturer narrative:
No medwatch form was received.